Event description:
Boston scientific received information that this system was exhibiting pacing impedance measurements greater than 2000 ohms and elevated thresholds on the right ventricular (rv) channel. A revision procedure was performed and the rv lead was removed from service and replaced.

Manufacturer narrative:
(B)(4). The lead was surgically abandoned and was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This product issue will be re-evaluated if additional details are received.